Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidewire became stuck in the catheter. The chronic totally occluded target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 185cm stingray guidewire was selected for use. During the procedure, it was noted that the stingray wire could not be removed from a non bsc catheter. The procedure was not completed due to this event. No patient complications were reported.